Event description:
It was reported that during a tonsillectomy, the flow control valve unit on would not occlude/stop the irrigation fluid. It was necessary to manually occlude the device. The actuator on the device remained opened and would not close. The procedure was completed without significant delay using the same device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. Visual inspection observed the unit was previously opened and the warranty seal is broken as the lid was reversed when reattached and the manual switch cap is missing. Functional evaluation revealed the valve is not fully seated to the device due to an internal screw being removed and loose inside the unit. When the unit was opened the screw was found inside the device. The valve not being fully seated would cause it to not have a full pressure seal when attempting to clamp/close a saline line. All other functions worked as intended. The complaint was confirmed and is associated with a component failure. Factors that could have contributed to the reported event include, failure of the piston hardware, rough handling of the device, or applying too much pressure to the valve causing internal damage. Internal complaint reference: (B)(4).

Manufacturer narrative:
H3,h6:the reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Review of the product IFU found adequate warnings and precautions to prevent damage to the device during use. A review of risk management files found that the reported failure was documented appropriately. A review of the operations service manual found the following warnings and precautions smith & nephew reusable flow control valve equipment is subject to various factors that can affect functional life which include frequency of use, method and duration of use, as well as post-operative methods and handling. Proper maintenance of your equipment is essential to achieve optimal performance over time. Symptoms of lifetime failures include but are not limited to the following: connection problems with ancillary equipment, nicked, cut, or frayed cord, connected indicator light does not illuminate, missing/damaged operation controls, wear. Smith & nephew recommends returning the device for service if any of the above symptoms cannot be resolved or as needed to maintain optimal performance. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.